Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process.

Event description:
The customer observed falsely (B)(6) results while using architect hbsag reagents. The following data was provided. (B)(6). (B)(6) method shows not detected ((B)(6)). The patient was (B)(6) and was being tested for hbsag as a pre-chemotherapy test after rectal cancer surgery. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and compared to an established control limit. The evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between december 17, 2017 and june 16, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.